Manufacturer narrative:
(B)(4).

Event description:
Per the clinic, the patient experienced a skin flap breakdown, resulting in an extrusion of the magnet. Subsequently the magnet was removed on (B)(6) 2017.